Event description:
Haptic broke in half right after lens was implanted. Lens had to be explanted.

Manufacturer narrative:
This MDR supplement is being submitted at this time as an outcome of an internal company audit conducted on product complaint handling. It was discovered that a MDR supplement was not submitted to FDA by previous qa/ra personnel, as required. Device evaluation details from qa in (B)(4). As product was not returned, visual inspection was not performed and further information could not be provided. No abnormalities were found in production and inspection records of the product. Exact root cause is not determined. (Serial no.: (B)(4) -model 230.) Unique device dentifer (UDI) number has been added. Device manufacture date - correction from 03/2012 to 03/31/2013.

Event description:
The haptic broke in half right after lens was implanted. Lens had to be explanted.